Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. . Additional information was requested and the following was obtained: was the end-user a new user of this product? No. Was the device or product used for the intended purpose? Yes. Did they have formal training on the use of these devices? Yes. Was the sales rep present during the procedure? No.

Event description:
It was reported that the patient had a gastric bypass surgery on (B)(6) 2016 and barbed suture was used. While the doctor was suturing the tissue in the peritoneum, it was noticed that the suture wasn't holding the tissue. There was slippage with the barbed suture through the tissue. The incision was over sewn with another suture. There were no patient consequences reported.

Manufacturer narrative:
A representative sample was returned for evaluation. Barbs were randomly measured and five barbs were too shallow, less than the minimal depth, resulting in a smaller barb. Complaint information is included in complaint trending that is reviewed internally on a regular basis to determine if further action is necessary.

Manufacturer narrative:
.